Event description:
It was reported the patient experienced dyspnea on exertion. It was further reported there was out of range high lead impedance, out of range pacing threshold and a possible lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The lead was received in segments, and was analyzed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo, and the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.